Event description:
It was observed that during the device evaluation, the colonovideoscope had an image whiteout and no image was displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on objective lens, the screen turns white with no image. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.